Manufacturer narrative:
Additional information was received that no medical intervention was given to the patient. No further course of action will be taken at this time.

Event description:
A report was received that the patient was getting blisters all over his back after undergoing MRI (magnetic resonance imaging). It was unknown if medical intervention was given.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was getting blisters all over his back after undergoing MRI (magnetic resonance imaging). It was unknown if medical intervention was given.